Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest meter. The cuff could not stay inflated. The sample was then immersed in water for leak testing. Air bubbles were observed coming from the pilot balloon indicating there was a leak. The area of leakage was observed under magnification and a tear mark was found. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release.

Event description:
It was reported that "the doctor found ballon leaking and pilot ballon didn t inflate". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found ballon leaking and pilot ballon didn t inflate". No patient harm or injury reported. Patient condition reported as "fine".